Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the channel a occlusion rate was too high. This condition has the potential to cause an interruption of delivery. There was no patient involvement. The event occurred during biomedical testing in the biomedical service department. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received for evaluation. If additional information becomes available or the device is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with channel a occlusion rate was too high was confirmed during product evaluation. However, the root cause of the reported problem was determined to be not identified. Therefore, no repairs have been made at this time, and the device was returned unrepaired. This is involving a pump with software version 5.03.00 which is categorized as unremediated.